Event description:
Reporter alleged customer had a black spot in the middle of a finger as well as other spots on other fingers. Reporter stated, the hand where one of the black spots existed, the area from the joint of the finger to the tip of the finger was hot and red, so customer was taken to the doctor. Reporter indicated doctor removed 6-7 "slivers of metal" from the finger as well and was treated with an antibiotic, type not provided, for an infection. A request was made for the return of the suspect product and replacement product was sent.